Event description:
On (B)(6) 2011, the pt was implanted with a surgical lead as part of a staged trial. It was reported that during the trial, she experienced impedance issues for several of her right side lead contacts and after the permanent implant, the impedance issues were observed on the opposite side. Efforts to capture effective therapy coverage following the permanent procedure have yielded limited success. The pt's right side coverage is reportedly adequate. A full diagnostic test recently taken revealed invalid impedance measurements for several lead contacts. A consultation with the physician will be scheduled to discuss the next course of action in this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.